Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) expressed dissatisfaction due to difficulties identifying the pump bulb. The patient experienced discomfort in the area of the pump, during an inflate-deflate pump cycle. Additionally, he experienced pain when trying to deflate, and the skin around the scrotum on the left side is sometimes sore or hurts when grabbed to inflate. The patient also reported that he has only felt the clicking a couple of times when deflating, leading to uncertainty about whether the device is deflating the right amount or not. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) expressed dissatisfaction due to difficulties identifying the pump bulb. The patient experienced discomfort in the area of the pump, during an inflate-deflate pump cycle. Additionally, he experienced pain when trying to deflate, and the skin around the scrotum on the left side is sometimes sore or hurts when grabbed to inflate. The patient also reported that he has only felt the clicking a couple of times when deflating, leading to uncertainty about whether the device is deflating the right amount or not. Several weeks later, the device deficiency was identified as difficulty deflating, and scrotal tenderness was noted. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) expressed dissatisfaction due to difficulties identifying the pump bulb. The patient experienced discomfort in the area of the pump, during an inflate-deflate pump cycle. Additionally, he experienced pain when trying to deflate, and the skin around the scrotum on the left side is sometimes sore or hurts when grabbed to inflate. The patient also reported that he has only felt the clicking a couple of times when deflating, leading to uncertainty about whether the device is deflating the right amount or not. Several weeks later, the device deficiency was identified as difficulty deflating, and scrotal tenderness was noted. A week later, the event of scrotal tenderness was resolved. No additional information was provided.